Event description:
There was a message in (B)(6) indicating a new baseline code was entered on (B)(6) 2022. The clinic was not aware of any recalibration. It was determined the recalibration was done on the hes. It was determined this change was done in error. A request was made to revert the baseline code back to the baseline that was previously set on july 15, 2021.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.